Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer blood glucose level was 340 mg/dl at the time of incident. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because boluses were barely bringing her blood glucose down. Customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned and reservoir will not be returned for analysis.